Event description:
It was reported that failure to release the device occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) was selected for use. The 35mm wds was advanced and deployed. All position, anchor, size and seal (pass) criteria was met. During the release step, the sheath was not properly aligned with the device. This caused the connection wire to bend visibly near the screw area, making it impossible to unscrew to release or recapture the device in the usual way. The was device separated from the core wire at the puncture site. There was no damage to a device component noted. The device was successfully implanted in the patient.

Event description:
It was reported that failure to release the device and recapture difficulty occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device and delivery system (wds) was selected for use. The 35mm wds was advanced and deployed. All position, anchor, size and seal (pass) criteria was met. During the release step, the sheath was not properly aligned with the device. This caused the connection wire to bend visibly near the screw area, making it impossible to unscrew to release or recapture the device in the usual way. The device was separated from the core wire at the puncture site. There was no damage to a device component noted. The device was successfully implanted in the patient.

Manufacturer narrative:
Device evaluated by MFR.: the watchman flx core wire was returned for analysis. Visual inspection of the device revealed the core wire jacket separated, and the distal end of the core wire was missing. Media from the clinical procedure was provided to bsc and reviewed by members of the bsc training team, medical safety, physician training, and clinical specialists. The media review report concluded: challenging detachment due to a large amount of core wire bias. Media review confirmed extreme wire bias causing failure to separate. Product analysis could not confirm the reported difficult to recapture as clinical circumstances could not be replicated. Media analysis performed confirmed the reported failure to separate due to extreme core wire bias.